Event description:
It was reported by svc report that the stretcher has a broken weld with sharp edges at the pt right siderail latching spindle. The siderail will not lock in the upright position. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Replacement top has been placed on order and will be replaced upon receipt.